Manufacturer narrative:
This medwatch is submitted to send the an initial report about a revision where the cage failed to be removed and the instrument broke inside the patient. From information provided, there was a revision due to a device migration in the spinal canal. The surgeon was well prepared before the surgery. The surgery was going well until the surgeon could not remove the device. Many attempts were done to remove it but it was not possible. The surgeon decided to leave the implant inside the patient by removing it from the spinal canal and pushing it further into the disc space to ensure that the patient does not feel pain afterwards. The instrument that was used to remove the anchoring plate was broken inside the patient and the surgeon decided to finish the surgery. For the time being the instrument is not found. Many attempts were made to find the instrument but it has not been found. The reason for why the removal of the device was not possible is unknown at the moment. Many hypothesis could be made but none at the moment could be confirmed. The investigation is still in progress, once all information is received and a conclusion can be made a final report will be sent, until then follow-up reports will be sent with additional information that will be potentially received.

Event description:
Avenue t: foreign body of instrument remain in the patient during a revision surgery it was reported that a patient suffered from an avenue t cage migration on level l4-l5 . A revision was performed on (B)(6) during which an instrument piece , a removal hook : used to retrieve the implanted device, was broken and remain implanted in the patient. During the surgery many attempts were made by the surgeon to retrieve the device but it did not move. The surgeon decided to leave the device inside the patient with the instrument broken part. It's important to highlight that the revision due to the cage migration is treated in another complaint and report ((B)(4)). This report treat of broken instrument part remain in the patient. The patient state of health is good . The instrument lot number was not provided which prevent from reviewing its history records and traceability. Investigation still in progress for the instrument breakage cause . In addition a patient risk evaluation is in progress.

Manufacturer narrative:
The device was not returned for evaluation. X-rays were provided and used for evaluation, however, the x-rays do not conclusively show the broken tip. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that during surgery, an avenue t removal hook used to retrieve the implanted device underwent tip fracture which was retained by the patient. The surgeon added fixation screws and left the tip implanted with no further impact to the patient reported.